Event description:
Account alleged that the bed keeps moving up when the bed is plugged in.

Manufacturer narrative:
Technician troubleshot and found problem with this bed, cause of event could not be determined. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.